Event description:
It was reported that (1) lcsc5 was used during an laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon was using lcsc5 to coagulate and transect intra-peritoneal ligament and broad ligament in laparoscopic assisted vaginal hysterectomy procedure. The left side of the instrument worked nicely. On the right side, the instrument was applied to intra-peritoneal ligament and it kept getting solid tone on generators. Eventually the instrument was able to generate an intermittent tone and transect intra-peritoneal. The ovary side did bleed and was controlled with bipolar cantery and the same thing happened on tube and round ligament. After final transection, the tube continued to bleed and again had to be controlled with bipolar cantery and case was completed vaginally.